Event description:
On 12/30/2024, a sales representative reported via phone that an ar-3636h self bunching 1.8 knotless hip fibertak®soft anchor had the repair suture not shuttling. The anchor stayed in place, and the suture was removed. Another ar-3636h self bunching 1.8 knotless hip fibertak®soft anchor was used to complete the case without issues. There was no delay in the case. This was discovered during a hip labrum repair procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.